Manufacturer narrative:
The ventilator was investigated by our field service engineer. Preventive maintenance was performed and the ventilator passed all functional and safety tests and was cleared for clinical use. No parts was returned for investigation. Provided ventilator logs confirms the reported alarms for high and low o2 concentration. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the delivered o2 concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).